Event description:
The account stated, the bed exit was set and a pt was able to get out of bed, and the bed exit did not alarm at the nurse station. No injury.

Manufacturer narrative:
The technician found pins broken on the connector of the communication cable. The technician replaced the communication cable to repair the bed.